Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to pocket infection. The patient was treated with antibiotics and received a new system the following week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.